Manufacturer narrative:
Ous MDR. The lead was not returned to biotronik for an analysis. Thus, the lead could not undergo a technical analysis at biotronik. The manufacturing and final inspection documentation of the lead complained about was reviewed, and no deviations from the specification were discovered. No deviations in the manufacturing and final inspection documentation were detected that could have any relevance to the perforation mentioned in the complaint. There are no indications of a lead defect.

Event description:
Ous MDR. A perforation of the rv by the rv lead was reported. The rv lead was repositioned during a revision in 2007. No deterioration of the pt's state of health was reported.